Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter was missing its entire polymer tip, approximately 5mm in length. The distal segment of the catheter shaft was undulated by disarranged strands probably caused by accumulated torsion. The tip segment was microscopically observed. Oblique cracks were seen on the surface of the remaining tip polymer. Braids and the innermost polymer layer were gathered towards the center of the catheter lumen where the tip was torn off. These findings indicated that the tip became damaged by torsional and tensile stress. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to become damaged and eventually separated along removal from the anatomy. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheters became separated and remained in the vessel during a pci to treat a heavily tortuous, heavily calcified cto (>36 months) in the distal rca. The physician determined to leave the separated tip as is because it located far down the distal vessel. The patient was reportedly ok and at no risk for stroke.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.